Event description:
It was reported that the patient presented into hospital after receiving inappropriate therapy due to ventricular oversensing. The lead was capped and replaced. There were no adverse consequences for the patient.